Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. There was two c-arms plugged into the same outlet causing the power to fluctuate. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system collimator closed down therefore the images were black. No patient injury was reported.